Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627, serial/lot #: unknown. No patient involved. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system powered off when unplugged from wall power. The site is known to leave the systems plugged in when not in use. The system is at its eogs. No patient present at the time of event. On 2020-jan-13 additional information received: site does not wish to replace batteries at this time as they are considering updating systems.